Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2025. The patient was hospitalized on (B)(6) 2025 due to high blood glucose. The infusion set was in use till second day, and the site location was abdomen. The blood glucose level was high at 367 mg/dl. The patient was treated with intravenous drip. The patient was admitted to the hospital for more than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003140, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 05-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal (B)(4). The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003140 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac 12 on 13-sep-2023, with a total of (B)(4) units. The assembly, lot 3j00296 was manufactured according to the wi version 26 and manufactured in the quickset line, on 13-sep-2023, with a total of(B)(4) units. The assembly, lot 3j00297 was manufactured according to the wi version 26 and manufactured in the quickset line, on 13-sep-2023, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 3j00254 was manufactured according to the wi version 39 and manufactured in the gluing machine 05 - 04 - 08, on 11-sep-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.